Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 863571) inserted. The report describes a case of pelvic pain ("pelvic pain"). The subject's previously administered products included oral contraceptive nos (hormonal manipulation to promote atrophic or proliferate endometrium administered prior to placement procedure), ibuprofen (600 mg via oral route - nonsteroidal anti-inflammatory drug (nsaid) administered prior to the procedure) and diazepam for anesthesia (10 mg via oral route - anesthesia method used prior to the procedure). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2016, 3 years 10 months after insertion of fallopian tube occlusion insert, the subject experienced pelvic pain (seriousness criterion intervention required). The subject was treated with surgery (essure removal by laparoscopic salpingectomy on (B)(6) 2017). At the time of the report, the pelvic pain had not resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: adequate visualization of both, right and left, tubal ostia achieved (device placement visit). Essure was removed under patient`s request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Pregnancy test urine - on (B)(6) 2012: negative. Quality-safety evaluation of ptc: lot#: 863571 - production date: may-2011 - expiration date: may-2014. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure removal date and method added to the case. On (B)(6) 2017: patient's demographics added. On (B)(6) 2017: no new information. Company causality comment: this medically confirmed, study case report refers to a female subject who was involved in an interventional company sponsored study (study number: (B)(6)). She had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Upon follow-up it was reported that almost five years after its placement, essure was removed by laparoscopic salpingectomy. Pelvic pain was considered as non-serious by the investigator and regarded as anticipated according to the investigator's brochure for essure. Pelvic pain may occur with essure therapy. In this case, subject experienced this event 1412 days after essure insertion. The investigator considered this event as related to essure. Based on its nature and lack of alternative explanation, company also considers the event as related to essure. This case was regarded as incident because device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. An updated product technical analysis has been initiated.

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) received fallopian tube occlusion insert for birth control. The report describes a case of pelvic pain ("pelvic pain"). The subject's previously administered products included oral contraceptive nos (hormonal manipulation to promote atrophic or proliferate endometrium administered prior to placement procedure), ibuprofen (600mg via oral route - nonsteroidal anti-inflammatory drug (nsaid) administered prior to the procedure) and diazepam for anesthesia (10mg via oral route - anesthesia method used prior to the procedure). On (B)(6) 2012, the subject started fallopian tube occlusion insert. On (B)(6) 2016, 1412 days after starting fallopian tube occlusion insert, the subject experienced pelvic pain (seriousness criterion clinically significant/intervention required). Fallopian tube occlusion insert treatment was ongoing at the time of the report. At the time of the report, the pelvic pain had not resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: adequate visualization of both, right and left, tubal ostia achieved (device placement visit). Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2012: pregnancy test urine result was negative. Quality-safety evaluation of ptc: lot#: 863571 - production date: may-2011 - expiration date: may-2014 sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 3-may-2017: quality safety evaluation of ptc. Company causality comment: this medically confirmed, study case report refers to a female subject who was involved in an interventional company sponsored study (study number: (B)(4)). She had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Essure removal is pending. Pelvic pain was considered as non-serious by the investigator and regarded as anticipated according to the investigator's brochure for essure. Pelvic pain may occur with essure therapy. In this case, subject experienced this event about 1412 days after essure insertion. The investigator considered this event as related to essure. Based on its nature and lack of alternative explanation, company also considers the event as related to essure. This case was regarded as incident because device removal will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is being sought.

Event description:
This female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure® micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) received fallopian tube occlusion insert for birth control. The report describes a case of pelvic pain ("pelvic pain"). The subject's previously administered products included oral contraceptive nos (hormonal manipulation to promote atrophic or proliferate endometrium administered prior to placement procedure), ibuprofen (600mg via oral route - nonsteroidal anti-inflammatory drug (nsaid) administered prior to the procedure) and diazepam for anesthesia (10mg via oral route - anesthesia method used prior to the procedure). On (B)(6) 2012, the subject started fallopian tube occlusion insert. On (B)(6) 2016, 1412 days after starting fallopian tube occlusion insert, the subject experienced pelvic pain (seriousness criterion clinically significant/intervention required). Fallopian tube occlusion insert treatment was ongoing at the time of the report. At the time of the report, the pelvic pain had not resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: adequate visualization of both, right and left, tubal ostia achieved (device placement visit). Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2012: pregnancy test urine result was negative. Company causality comment: this medically confirmed, study case report refers to a female subject who was involved in an interventional company sponsored study (study number: (B)(4)). She had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Essure removal is pending. Pelvic pain was considered as non-serious by the investigator and regarded as anticipated according to the investigator's brochure for essure. Pelvic pain may occur with essure therapy. In this case, subject experienced this event about 1412 days after essure insertion. The investigator considered this event as related to essure. Based on its nature and lack of alternative explanation, company also considers the event as related to essure. This case was regarded as incident because device removal will be required. Further information and product technical analysis are being sought.